Event description:
Cerisoli et al 2003 - case report implantation of migrated biliary stents in the digestive tract. A new ercp performed 35 days after operation showed a peripapillary fistulous orifice. Two stents of tannenbaum type, 8.5 fr and 10 fr, were introduced into the bile duct using infundibulotomy as the only feasible treatment because the stone still could not be removed. The patient returned after 2 weeks with colicky pain. Abdominal x-rays showed that one stent had migrated to the pelvis. Laxatives were prescribed to help stent progression. Peritonitis developed after 48 hours. Laparotomy revealed a loop of a small intestine that was kinked and adherent to the caesarean scar. The stent had perforated the loop in situ. The stent was retrieved, and the intestinal loop was released and sutured. This complaint was opened to capture stent migration resulting in bowel perforation and peritonitis. It can also be noted that this was off-label use of the devices. Two cook stents were introduced into the bile duct using infundibulotomy (choledochoduodenostomy) which was off-label use. Related to (B)(4).

Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.